Event description:
It was reported that the customer experienced a blood glucose (bg) level of 370 mg/dl and dka (diabetic ketoacidosis). Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer administered a manual injection to address the issue and went to the emergency room with high ketones. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer on insulin labeling.